Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received a questionable high troponin t hs result for one patient sample. The initial result was 345.3 ng/l and was reported outside the laboratory. The patient was treated for a heart attack, but the doctor doubted the result and asked for the sample to be repeated. The repeat result with the same sample was 16 ng/l. The result for a new sample from the patient was 15 ng/l. Specific information regarding the condition of the patient prior to the testing, the treatment received, and whether the patient had any adverse effect from the treatment was requested but was not provided. There was no information to reasonably suggest the treatment caused or contributed to an adverse event for this patient. The reagent lot number was 138684. The expiration date was requested but was not provided. The field service representative ran performance testing before and after the measuring cell was replaced. Qc results before and after the event were within the specified limits. Based on the data provided, a specific root cause could not be determined. General root causes include insufficient laboratory compliance for electromagnetic interference, issues with sample quality, insufficient maintenance, and contamination of the environment with the analyte. The centrifugation time for the sample was outside of the specified ranges based on the tube manufacturer recommendations which may have caused issues with the sample quality and caused the issue.